Event description:
A peritoneal dialysis (pd) pt reported during fill 3 of 5 that the cycler alarmed for air detected in cassette. While attempting to clear the alarm with technical support the pt discontinued treatment. When the cassette was removed it was leaking fluid into the cycler. The pt was advised to discontinue using the cycler and f/u with the pd nurse. The cassette was discarded. Later, f/u with the pt determined that the pt's effluent remained clear. There were no signs of infection. Prophylactic antibiotics were being taken. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.